Event description:
Customer reported that three erroneously high sodium and chloride results were generated by the synchron cx5 clinical system. The system was within calibration and quality control specification prior to the event. The results were reported out of the laboratory. The operator reviewed and noted the erroneous results then retested the samples which yielded results within expectations. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse rebuilt the ratio pump, replaced the carbon bridge and replaced the sodium electrodes. There were no further reports of this issue. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This is one of three (3) medwatch reports being submitted as the customer reported that three separate pt results were affected. Reference the below MDR numbers for all associated reports. MDR# 2050012-2011-06250, 2050012-2011-06277. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.